Event description:
It was reported that the physician was unable to interrogate using his programming system. Troubleshooting was performed by manufacturer representative and the site's handheld computer appeared to be causing the problem. Product was returned to manufacturer, but analysis is pending.